Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported. Additional information was received indicating that all other measurements were within range. No revision and further investigation was done as the impedance measurements were currently within acceptable limits. Further, the physician had been aware that impedances have slightly been increasing for several years. No adverse patient effects were reported. Therefore, the device and lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the returned lead noted it had been severed approximately 198 mm from the terminal pin. Only the proximal segment was returned. No other anomalies were identified. Resistance testing was completed and the returned segment was confirmed to be electrically continuous. Analysis did not identify any lead characteristics that would have caused or contributed to the observed increasing pacing impedance measurements.

Event description:
Subsequently, the patient returned for a revision procedure to further investigate the ongoing high impedance measurements. An x-ray failed to show any associated lead damage and multiple troubleshooting efforts during the revision were unsuccessful. As a result, this lead and the associated device were explanted and replaced with another bsc system. The explanted products have been returned for a post-market analysis. No resulting adverse patient effects were reported.